Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors."s and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called to say he had a loose power port on his controller and the white wires from inside were exposed. Patient exchanged his controller at home prior to calling site. No issues.

Manufacturer narrative:
After further review of additional information received model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection and functional testing due to a loose power port 2 (ps2) connector and exposed wire, a loose power port 1 (ps1) connector and a serial port connector. It was also observed that the locknut was unattached from the ps2 connector inside the housing, allowing the locknut to migrate freely between the power board and main board. The disconnected connector wires on controller power ports are being investigated by the manufacturer. Further analysis revealed that the ps1 and serial port locknuts were found loose internally with displaced o-ring gaskets. During functional testing the controller failed to power up. During the troubleshooting it was found that the d9 zener diode and u7 quadruple fet bus switch semiconductor were found faulty on the main board pca and u9 ic chip mosfet driver semiconductor was found faulty on the power board pca. After replacing the previously faulty semiconductors, the controller performed as intended. As a result of these findings, the controller did not performed as intended. As received, (B)(4) did not have the software maintenance release (smr) update installed. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.